Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No information was provided on the current status of the device. No analysis or testing has been completed at this time because the device has not been returned. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Patient reported via voluntary submission to FDA on mw5045045, a revision to mastectomy reconstruction with seri surgical scaffold. Post-implantation, the patient "got infected and had to have implants removed because of seri scaffolding". Side was not specified. Number of devices involved was not specified. This record is for the right side.

Manufacturer narrative:
Corrected information: the initial submission indicated the report was sent on 10/17/2015. The correct date should be 11/17/2015.

Event description:
Patient reported via voluntary submission to FDA on mw5045045, a revision to mastectomy reconstruction with seri surgical scaffold. Post-implantation, the patient "got infected and had to have implants removed because of seri scaffolding". Side was not specified. Number of devices involved was not specified. This record is for the right side. Per follow-up, health professional confirmed that there was no complaint against the right side.